Manufacturer narrative:
Device evaluation summary: the complaint could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined; however, was likely due to a combination of anatomy and the resulting kink in the region just above the stent stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm. It was reported that the after one third of the stent graft had been deployed there was an attempt to simultaneously open the distal end of the stent graft. However, the distal end of the stent graft did not deploy properly. The backend wheel was disassembled and the physician was able to open the distal end of the stent graft. The stent graft was then ballooned to ensure full deployment. It was noted that the stent graft was fully and successfully deployed and the event had resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.